Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern: unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter not powering on when a test strip was inserted. Pharmacist reported complaint on behalf of the customer; complaint was initially reported via e-mail and pharmacist was contacted by telephone. Pharmacist had reported that half of the test strips in the vial did not turn the meter on. The test strip lot manufacturer¿s expiration date is 05/19/2026; product storage and open vial date were not provided. Meter information was not provided. No symptoms or medical attention associated with the use of the products was reported. Pharmacist had provided the customer with a new vial of test strips and is requesting that manufacturer provided additional replacement.